Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested with ureal urea/bun and creatinine on a cobas 8000 c 702 module. The customer provided data for two patient samples with erroneous bun results. The erroneous results were no reported outside of the laboratory. The first sample initially resulted with a bun value of 203 mg/dl, which repeated as 64 mg/dl. The second sample initially resulted with a bun value of 156 mg/dl, which repeated as 58 mg/dl. No adverse events were alleged to have occurred with the patients. The bun reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The service engineer found leaking rinse tubing, and replaced it.

Manufacturer narrative:
Calibration and qc were within acceptable range. The customer did not have any further issues after the service actions. Investigations determined the issue to be resolved by the service actions.